Event description:
(B)(4). As a (B)(6) mother of 3 who was done having children and did not like exposing my body to hormones (birth control pills) on a daily basis, my ob/gyn offered this as an easy solution. Two weeks after, I started with an awful discharge, having a terrible odor. I was prescribed flagyl for bacterial vaginitis. It went away initially, but came back a few weeks later. Again, I took flagyl. Now, one week later, it's back again!! In all of my (B)(6) years, not once have I ever had bacterial vaginitis. I also have a continual bad taste in my mouth. No matter how many times I brush my teeth, my mouth tastes bad, especially after I eat something. In addition, my first period after having the essure placed was heavy wil large clots - scary for someone who never had that! I also have had the onset of dental problems. My gums hurt and my teeth hurt when I chew!! Not to mention I have gained (B)(6) pounds in 2 months. I regret ever consenting to essure!!! I want these could removed!!